Event description:
The customer reported a pacer equipment malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer equipment malfunction. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom was confirmed. Noisy pads ECG was also observed. The processor pca was replaced to resolve the issue. The device passed all testing and was returned to the customer site for use. A malfunction of the processor pca caused the reported symptom. Replacement of the processor pca resolved the issue.